Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer called requesting assistance for a check iab catheter alarm. They stated that the alarm started after repositioning the patient approximately 15 minutes prior to calling the 1-800 clinical line. She had already troubleshot this alarm by checking the catheter for kinks at the sheath and insertion site (below the dressing). She stated she pressed the start button multiple times, at which therapy did not resume. She stated that a chest xray was just obtained which revealed the catheter was in the correct position. While on the phone with (B)(6), a physician walked in and requested to remove the balloon catheter. (B)(6) reported that the balloon ¿had been in for a while¿, the patient was hemodynamically stable, and that the balloon catheter will not need to be replaced at this time. She stated, ¿we are good¿ and denied the need of support for the removal of the balloon catheter. (B)(6) reported no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes and investigation conclusions), h11 the product was returned with the membrane completely unfolded and blood on the exterior of the iab and between sheath and catheter. An 8fr sheath was returned over the catheter tubing. One kink was observed on the catheter tubing approximately 56.7cm from the iab tip. Three-way stopcock was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A kink was found in the catheter tubing, which could potentially obstruct airflow to the balloon. However, we were unable to replicate the failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.